Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. A syringe needle change was performed to address the issue. Additionally, it was reported that a cartridge change error occurred during the load process. Reportedly, a new cartridge was loaded to resolve the issue and resume insulin therapy. Customer's blood glucose level was 166 mg/dl.